Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the device. The fse found the mid-standard reagent was not being aspirated correctly. The fse replaced the mid-standard roller pump tubing to resolve the issue. (B)(6).

Event description:
A customer in (B)(6) reported the generation of erroneous ise (ion selective electrode) patient results, including na (sodium), cl (chloride), and k (potassium), on their au680 clinical chemistry analyser. The customer was unwilling to provide any specific examples of the erroneous results. It was confirmed to beckman coulter that the erroneous results were not released from the customer laboratory; thus there was no report of change to patient management. There were no reports of calibration or qc (quality control) issues prior to, during or after the event.